Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified mid left anterior descending artery (lad) with 90% stenosis. The 2.25 x 23mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. There was also resistance felt with the anatomy during removal of the sds. The sds was able to be removed independently. Another xience skypoint was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
E1: (B)(6) hospital. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.